Event description:
It was reported via literature that multiple serious adverse events occurred. This multicenter, observational, retrospective study, european real world outcomes with pulsed field ablation in patients with symptomatic atrial fibrillation (EU poria) registry, was conducted to assess the efficacy and safety of pulse field ablation (pfa) in patients with persistent atrial fibrillation (af). Patients underwent a pfa procedure at a total of six (6) health care facilities across germany, switzerland, netherlands, denmark, and france between march 2021 and may 2022. Procedure summary four hundred and fifty seven (457) patients underwent a pulse field ablation procedure for symptomatic af using a farawave catheter. With the patient under general anesthesia or deep sedation the farawave catheter was introduced into the left atrium through a faradrive sheath and navigated to the designated ablation area. For ablation, pfa applications were administered using the farastar generator. When ablation lesion formation was not successful with the farawave catheter additional ablation was performed via an unknown irrigated radiofrequency catheter. Procedural complications of the 457 patients included in the study eight (8) experienced cardiac tamponade. One (1) patient was treated via surgical intervention and the remainder of the patients were treated via pericardial drain. Two (2) patients experienced a cerebral vascular accident and one (1) patient experienced an air embolism. Pericarditis occurred in one (1) patient which required medical intervention. No further information on the status of the patients is available.

Manufacturer narrative:
Hirokami, j., et al. Pulsed field ablation for persistent atrial fibrillation in EU poria registry. Journal of cardiovascular electrophysiology, volume 36, issue 8, august 2025, pp.1710 to 1720. As the adverse events were reported via literature article device return for evaluation is not anticipated. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available because the adverse events were reported via literature article. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.